Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. Patient stated that she was sleeping and upon awakening on her own, immediately knew something was wrong. Patient told her husband to call 911. When the paramedics arrived, patient's blood glucose (bg) was 29mg/dl. Patient's receiver did not alert her of the low event, resulting in having to call 911. Patient was given a glucagon shot and when paramedics left patient's bg was around 60mg/dl. Patient declined going to the hospital. Additionally, patient reported that prior to the incident she had asked her doctor to try to get the sound to turn on and they could not get it to work. Patient stated doctor's office tried to contact technical support but could not get through. Patient had attempted to contact technical support for more than a month several times but could not get through and no one called her back when she used the call back feature. Patient was not sure on which dates this happened on. No additional event or patient information was reported.